Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, four (04) photographs of the sample was provided for evaluation. Visual inspection of the photographs observed a leak at the y-site clearlink. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked; the leak was identified from the y-site (clearlink). This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.